Manufacturer narrative:
Additional manufacturing narrative: the returned sensor was evaluated. During evaluation the sensor passed all visual, functional, and skin surface temperature testing. The sensor was determined to be functioning as designed. "No" should be "returned to manufacturer on 10/10/2016".

Manufacturer narrative:
Additional manufacuring narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the lncs adtx sensor caused a burn on a patient. Patient's middle finger had black marks going all across the top of his finger. The pointer and ring fingers on both hands had a perfect, purple circle where it is believed the sensor was lying. There was no additional tape used. Customer stated "to my knowledge, came to us with the sensor on his middle finger. He was here approximately 1.5 days before that sensor was taken off. After that the finger was rotated or checked with his daily bath." Patient was on quite a few medications. Patient was diabetic and had neuropathy of fingers. The affected area has been resolved and his fingers are checked/rotated every 8 hours and on a daily basis. It took a week for the affected area to resolve.